Event description:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization and stabilization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed sensor-related alerts and a resolved occlusion prior to the event, followed by high glucose alerts and continued insulin delivery requests without motor errors. The user reported concurrent use of medication (farxiga) and illness, which are known to contribute to elevated glucose levels and dka risk. Based on available information, the event was attributed to non-device-related clinical and therapy factors rather than abnormal ilet performance. If additional information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization and stabilization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed sensor-related alerts and a resolved occlusion prior to the event, followed by high glucose alerts and continued insulin delivery requests without motor errors. The user reported concurrent use of medication (farxiga) and illness, which are known to contribute to elevated glucose levels and dka risk. Based on available information, the event was attributed to non-device-related clinical and therapy factors rather than abnormal ilet performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.